Event description:
It was reported that prior to the pph procedure, the nurse stated that the sterile package was open . Another device was used to complete the case with no patient consequence.

Event description:
This is a spontaneous report by a nurse from (B)(6) of not feeling well, hot and cold flushes, itchy hair and skin, and chemical peritonitis. On an unreported date, the patient began peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient developed chemical peritonitis manifested by not feeling well, cloudy effluent, mild rebound tenderness, hot and cold flushes, and itchy hair and skin. The patient's temperature was 38 degrees celsius, blood pressure was 139/87 mmhg, and pulse was 100 bpm. There was no gram stain, and no organism was isolated. Treatment rendered for the event was not reported. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient recovered from the events. The patient's concomitant medications included lithium.

Manufacturer narrative:
(B)(4). The device and package were returned with the carton torn. The blister and device were inside the carton. The tyvek lid was crumpled up on top of blister. There was evidence of seal transfer from the tyvek around entire circumference of the blister. The package had been completely and correctly sealed at the packaging facility. It is unknown how the package was opened and then returned to the carton. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in- process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.